Manufacturer narrative:
Additional devices listed in this report: cat 5551-g-320, lot jvl5, description: triathlon asymmetric x3 patella, cat 5520-b-300, lot gofba, description: triathlon prim tib baseplate - cemented, cat 5510-f-301, lot s8l6p, description: triathlon cr fem comp #3 l-cem. The patient is (B)(6) in height. The device remains implanted. An event regarding arthrofibrosis, including pain and decreased range of motion involving a triathlon insert was reported. The event was confirmed. Medical records received and evaluation: in this morbidly obese patient with rheumatoid arthritis, post-operative arthrofibrosis was treated successfully with manipulation under anesthesia. There is no evidence her clinical problems with arthrofibrosis were related to the prosthetic components implanted. Device history review: there have been no relevant reported discrepancies for the referenced lot. Complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the reported arthrofibrosis, including pain and decreased range of motion could not be determined. A review of the provided medical records by a clinical consultant indicated there is no evidence the event is device related. The reported devices were not part of a recall and were not part of shapematch. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device.

Event description:
It was reported the patient cannot bend the knee as far as she should be able and cannot bend at all without knee pain since the index surgery. 8 to 9 pain level with normal daily activities, household chores and stairs. Pain makes it difficult to sleep. Rehab did not alleviate the pain.

Event description:
It was reported the patient cannot bend the knee as far as she should be able and cannot bend at all without knee pain since the index surgery; 8 to 9 pain level with normal daily activities, household chores and stairs. Pain makes it difficult to sleep. Rehab did not alleviate the pain.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker left knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.